Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: npi 8100 ch error. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8100 pump module v9.33.0 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving him a ch error. Sn: (B)(4). Case resolution: the unit is not showing any codes or has any errors logged in the log. Recommended to replace the logic board. Biomed will conduct repair and call back if further assistance is needed.